Event description:
It was reported that during a laparoscopic gastric bypass procedure, staples did not deploy along the right side of the cut line. The procedure was completed with hand-suturing and another like device. The case was extended by 25 minutes. There was no patient consequence.